Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with oversensing observed on the right ventricular lead. It was noted that the patient did not experience any adverse consequences as a result of the oversensing. On (B)(6) 2018 the lead was capped and replaced successfully. The patient¿s condition before, during and post procedure was stable.